Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "the surgeon is to be thoroughly familiar with the implants and instruments, prior to performing surgery." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-09224 & -09225).

Event description:
It was reported the patient underwent right total hip arthroplasty on (B)(6) 2014. During the procedure, the surgeon had difficulty seating the hi-wall acetabular liner in the acetabular cup. The surgeon completed the procedure with a standard liner. There was a thirty minute delay as a result. Following the procedure, the patient dislocated later that same day. The femoral head was too short and the patient had a post operative flexion contracture that caused dislocation. The patient was revised on (B)(6) 2014 and the acetabular liner and modular head were replaced with a constrained head and liner.